Manufacturer narrative:
The bed was evaluated by arjo representative. The inspection revealed that a call cable port had damage. There was no malfunction noticed with the bed exit alarm. The reported malfunction did not lead to the reported patient's fall. The exit alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. The root cause could not be confirmed. The event was unwitnessed (the patient was found on the floor) therefore it is unknown why the patient fell from the bed frame. The instructions for use (IFU) for citadel bed frame system (830.213-en) includes the following information related to the investigated event: - "verify correct operation of the nurse call system before placing a patient on the bed". Arjo device failed to meet its performance specification since the call cable was damaged. The device was used for a patient treatment when the event occurred. The complaint was assessed as reportable due to allegation about patient's fall.

Event description:
Following the information provided, the patient fell out of the arjo citadel bed frame as a consequence of the event a patient sustained a subdural hematoma. According to the customer's allegation, the bed exit alarm was not working correctly.